Event description:
The customer's nurse reported via phone call that they were dispatched to hospital due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level at the time of hospitalization was 668 mg/dl. It was unknown that if the customer was using the auto mode feature at the time of event or not. Customer did not report any symptoms. The customer was treated with intravenous insulin drip for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.